Event description:
It was reported that the programmer locked up with an error message when interrogating a patient. Power was recycled to the programmer. No patient complications were reported as a result of this

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report. Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
It was reported that the programmer locked up with an error message when interrogating a patient. Power was recycled to the programmer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.